Manufacturer narrative:
(B)(4).

Event description:
Procedure: flap according to the reporter: informed that they have to open between 4-6 in the surgery in order to finish the surgery. The surgeon was able to squeeze the handles but the clips came out open. The clips came out ejected from the device and came out open, they cut the mammary artery causing less than 500 cc bleeding. The clips did not clip properly as they came out open. They counted just 9 clips and they have the feeling as there is not 20 clips. Patient status was ok.

Manufacturer narrative:
(B)(4).